Event description:
It was reported that an esu was used in two patient procedures. The first patient was treated for an arteriovenous malformation (avm) in the colon. The settings for the generator in both procedures were bipolar at 30 watts. Also, in both procedures a gold probe was used. No problems occurred during the procedures. However, both patients returned later with chest pain. CT scans revealed a perforation in their colons. Surgery was performed to address the issue for both patients.

Event description:
It was reported that an esu was used on two patient procedures. The second patient was treated in 2009 for ulcers in the stomach and colon. The settings for the generator in both procedures were bipolar at 30 watts. Also, in both procedures a gold probe was used. No problems occurred during the procedures. However, both patients returned later with chest pain. CT scans revealed a perforation in their colons. Surgery was performed to address the issue for both patients.

Manufacturer narrative:
The esu and accessories were returned and thoroughly inspected/tested. The findings were as follows: esu. The generator was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features, and a power output check. The unit was/is within specifications and all features were/are functioning properly (note: unrelated to the reported issue, some service work was performed on the esu. A broken cable tie was replaced on the mono output printed circuit board. Also, a broken 2 pin card rail was replaced.). Footswitch: the footswitch was/is working properly (note: unrelated to the reported issue, some service work was performed on the accessory. A missing pin plug was replaced.). Bicap adapter: the adapter was/is working as intended. In addition, no anomalies were found in the device history records (dhrs) of the involved devices. In conclusion, no equipment problem was found that would have caused or contributed to the events. Upon performing the bipolar work in the patients, the remaining colon wall of each was not sufficient to stay intact. Most likely there were many factors involved with the situation (for example, the patient's age/patient begin elderly, patient's condition, etc.). However, no conclusive determination could be made as to the cause of the incidents. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work will be offered to the medical staff at the hospital. No trends were identified with the reported incidents. Erbe USA, inc. Is now closing the file on this event.

Manufacturer narrative:
The esu and accessories were returned and thoroughly inspected/tested. The findings were as follows: esu. The generator was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features, and a power output check. The unit was/is within specifications and all features were/are functioning properly (note: unrelated to the reported issue, some service work was performed on the esu. A broken cable tie was replaced on the mono output printed circuit board. Also, a broken 2 pin card rail was replaced.). Footswitch: the footswitch was/is working properly (note: unrelated to the reported issue, some service work was performed on the accessory. A missing pin plug was replaced.). Bicap adapter: the adapter was/is working as intended. In addition, no anomalies were found in the device history records (dhrs) of the involved devices. In conclusion, no equipment problem was found that would have caused or contributed to the events. Upon performing the bipolar work in the patients, the remaining colon wall of each was not sufficient to stay intact. Most likely there were many factors involved with the situation (for example, the patient's age/patient being elderly, patient's condition, etc.). However, no conclusive determination could be made as to the cause of the incidents. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work will be offered to the medical staff at the hospital. No trends were identified with the reported incidents. Erbe USA, inc. Is now closing the file on this event.